Manufacturer narrative:
No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar. It was reported that the screw on the suretrak was stripped.

Manufacturer narrative:
The clamp was returned for analysis. Functional testing determined that the clamp was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.